Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device malfunctioned and stopped infusing. No patient harm. Although requested, additional information was not provided.